Manufacturer narrative:
(B)(4). Batch # r58e3c. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
During a laparoscopic left hemi-colectomy the surgeon performed a knight & griffen anastomosis with a cdh29a. The stapler was assembled correctly, closed and the surgeon arrived until the green zone, then removed the safety trigger. When dr tried to fire the stapler, the trigger was really hard to fire and run for about a centimeter than stop. The surgeon tried to move it strongly and the stapler fired, they heard the cutting washer. After the firing the stapler open correctly, the visual inspection of rings was ok, and the rings weren't perfect, one was opened. But attached to the cutting washer there were some staple and a leg of a staple. The surgeon has decided to reinforce the anastomosis with external prolene 3/0. Customer returned a box with staples not inserted into tissue. There were no patient consequences reported.